Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump as the malfunction code was not resettable. The customer will use multiple daily injections (mdi) as a backup.